Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h10 (the device was returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined since the customer's complaint of "no image" was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the evis light elite video system center didn't have an appearing image. The issue was found during inspection for use prior to an unspecified diagnostic procedure. The procedure was completed with the same device after being rebooted by the user. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.